Event description:
In 2001 (exact date unk), pt underwent enucleation procedure followed by implantation of hydroxyapatite orbital prosthesis implant along with ocu-guard orbital implant wrap. At tweleve months post-op pt presented with 8 mm conjunctive melt over ocu-guard wrap; pt underwent intervention with fascia graft. Pt post-op status: pt retained orbital implant.